Manufacturer narrative:
Examination of the returned device revealed that the carrier on the capio slim suture capturing device was detached and was returned. Analysis also revealed that there was no damage to the pfr mesh assembly. A review of the device history record (DHR) confirmed that the device met all material, assembly, and product specifications at the time of release to distribution. The investigation concluded that this complaint is associated with a product that meets the design and manufacture specifications but due to anatomical/procedural factors encountered during the procedure, performance of the device was limited. The most probable root cause classification is operational context.

Event description:
It was reported to boston scientific corporation that an uphold lite was used during a pelvic floor repair procedure performed on (B)(6) 2017. According to the complainant, during the procedure, the carrier that takes the passage of the needle through the ligament did not return. The doctor pulled the trigger to adjust the device, but it did not help. The capio carrier broke, but it detached only outside the patient. The procedure was completed with another uphold lite. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be stable.

Manufacturer narrative:
(B)(4). The exact age of the patient is unknown. However, it was reported the patient was over 18 years. (B)(4). Mfg. Site name - (B)(4). The device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.

Event description:
It was reported to boston scientific corporation that an uphold¿ lite was used during a pelvic floor repair procedure performed on (B)(6) 2017. According to the complainant, during the procedure, the carrier that takes the passage of the needle through the ligament did not return. The doctor pulled the trigger to adjust the device, but it did not help. The capio carrier broke, but it detached only outside the patient. The procedure was completed with another uphold¿ lite. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be stable.